Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and sepramesh composite ip on (B)(6) 2008 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient sustained injuries on (B)(6) 2009, (B)(6) 2012 and (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and sepramesh composite ip on (B)(6) 2008 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient sustained injuries on (B)(6) 2009, (B)(6) 2012 and (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided ((B)(4)): (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿a hernia was noted. A composix kugel mesh (device #1) was placed in the midline and sutured into position.¿ (B)(6) 2009 - patient was diagnosed with abdominal wall abscess thereby underwent exploratory laparoscopic repair with the partial explant of composix kugel mesh (device #1). Per operative notes, ¿the previous composix kugel mesh (device #1) was infected and dissected partially along with sutures. A scar tissue was noted.¿ (B)(6) 2012 - patient was diagnosed with multiple abdominal wall hernia thereby underwent laparoscopic repair with the explant of composix kugel mesh (device #1). Per operative notes, ¿three abdominal wall hernia was noted involving the mid abdomen. Adhesiolysis were performed. The third hernia was noted near to composix kugel mesh (device #1). Small bowel resection performed, and composix kugel mesh was removed.¿ (B)(6) 2015 - patient was diagnosed with multiple incisional recurrent abdominal hernias thereby underwent open repair with the implant of sepramesh ip (device #2). Per operative notes, ¿multiple hernias were noted in the right mid quadrant, mid right lower abdomen and left mid quadrant. Extensive adhesiolysis were performed. A sepramesh ip (device #2) was placed in the abdominal wall and secured by sutures." Attorney alleges that patient had abscesses, mesh removal, adhesions and infections.